Event description:
It was reported, "when introducing the definitive implant into the pt using the femoral stem introducer, a small section of the tip broke off after impaction."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.